Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned and sutured down to prevent flipping. Effective therapy was established postoperatively.

Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.